Event description:
It was reported that "in intensive care, the catheter becomes blocked after insertion. The catheter does not provide a correct arterial waveform signal, and its obstruction requires replacement with another arterial catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "discharged from the intensive care".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "in intensive care, the catheter becomes blocked after insertion. The catheter does not provide a correct arterial waveform signal, and its obstruction requires replacement with another arterial catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "discharged from the intensive care".